Event description:
It was reported during an emergent ptca procedure that following predilatation with a balloon catheter, the stent delivery system would not cross the calcified and mildly tortuous lesion. The delivery system was removed through the guiding catheter against considerable resistance, contrary to the IFU. Upon inspection of the delivery system outside the pt, it was noted the stent was no longer on the delivery system. The stent was noted under fluoro, to be just distal to the guiding catheter tip, and was easily retrieved with forceps. Reportedly, no pt injury occurred.